Event description:
It was reported that during a da vinci surgical procedure, the staff reportedly observed the instrument tips to not move correctly, and noticed a broken cable in the wrist of the prograsp forceps instrument. The staff subsequently used another instrument of the same type to continue on and complete the case. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.